Event description:
It was reported that the vns patient has been experiencing worsening voice alteration and swelling in the neck region since vns implantation surgery which prompted the patient to visit the ent for an evaluation. The ent diagnosed the patient to have developed vocal cord paralysis on the left vocal cord. This event is suspected to have begun two days following vns implantation surgery. Diagnostics performed on the patient's device revealed proper device function. The event is estimated to spontaneously resolve on its own accord, therefore, no interventions were planned or taken for this event. While the event has been expected to be temporary by the ent, it is unknown at this time if it resolved completely. Follow-up revealed that the voice alteration has improved when the patient was seen by the neurologist recently.